Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va150sa serial# implanted: (b)(5) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that her device is not working at all and stated it was like she did not even have a device. The patient stated that nothing was working. The patient then confirmed that she meant the implant was not working for her symptoms. The patient stated she was not using the device at all. The patient stated she had to get an MRI figured out. The patient noted the device not working for her symptoms began a long time ago. The patient noted she was hard of hearing. The patient stated they needed an MRI of the brain. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was getting up three times at night and had no control during the day time, at all. When they attempted to communicated with the implant, they could not find the implantable neurostimulator (ins) location and kept seeing poor communication. They used to be able to find the ins because it stuck out slightly, but now it had settled into the pocket and made it hard to find its location. They were going to call back when they found someone to assist them. On (B)(6) 2017, it was reported that the patient was having trouble swallowing food. Their throat was checked to see if there was blockage, but there was not. They stated that, when they chewed food with every meal and go to swallow, it doesn't go all the way down. It took extra swallowing or liquid to get it down. They also had pain in their torso, which used to be in their shoulder, and it was hard to get out of bed. They had constant pain and one of the shoulder blades in back. They were not sure if they had heart burn, or what, but it would get uncomfortable and they took antacid. There was a fall a couple of months prior to the report. They saw a doctor and one of the leads had come undone, but wouldn't affect the other ones. They were getting impulses on the right side, but not on the left. A healthcare professional (hcp) check the system a few days prior to the report. They checked to confirm the lead not working. The patient was also getting up once a night sometimes 2-3 months. It was like they didn't have it because, when they got to the bathroom, they were wet. The rep was at an appointment the year prior to the report and checked the device. The patient was in the hospital and couldn't remember the date of this.